Manufacturer narrative:
Review of the cloud data found no evidence of issues with insulin delivery or the system responding to estimated glucose values from the sensor. The patient history buffer (phb) data showed that the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. During this period, instances of the pod losing communication with the sensor were observed, however the system responded appropriately, putting the system into automated mode: limited. Locked down smartphone: not available omnipod software app version: not available operating system: not available hardware: not available cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by dexcom, that the patient passed away on (B)(6) 2025. The evening prior to the patient's death, their glucose level was recorded at 406 mg/dl. Allegedly the patient had previously been experiencing communication issues between their omnipod 5 personal diabetes manager and continuous glucose monitor, leading to incorrect glucose readings. No further details were provided.